Manufacturer narrative:
There is no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The customer provided a lab report confirming the presence of mycobacterium chimaera. The customer plans to return the device to sorin group (B)(4) for deep disinfection. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater cooler system 3t tested positive for mycobacterium chimaera. There is no known patient involvement.

Manufacturer narrative:
Livanova (B)(4) learned from the deep disinfection request form that the facility has followed the cleaning and disinfection procedure as described in the instruction for use (IFU) and that the devices were placed outside of the operation room when they were used. The device was not considered for the deep disinfection procedure due to the age. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue.